Manufacturer narrative:
The device history record, rtr-0883-20001 l/n 28931046, was reviewed. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. Upon communication with the clinic, the cause of the incident was link to user error because clinic did not empty the pump all the way after removing the pump from the tray. The device remains implanted and in use with the patient. The intera 3000 hepatic artery infusion pump instruction for use provides pre-plant pump preparation procedure instructions. In the instructions, it indicates that upon inserting needle to the pump septum, the physicians needs to "allow reservoir contents to drain from the pump reservoir into the empty syringe barrel."

Event description:
The clinic reported that the intera 3000 hepatic artery infusion pump that pump returned 32ml into the collection syringe when they refilled the patient with high dose heparinized saline before they discharged the patient from the hospital. The clinic or team originally dispensed 30ml to the pump during the or prep procedure.